Event description:
The initial reporter received questionable testosterone ii assay (testosterone ii) results from one patient sample tested on the cobas e 411 analyzer (disk system). The initial result of the initial patient sample is 539.5 ng/dl (18.72 nmol/l). The repeat result is 372.9 ng/dl (12.939 nmol/l) with a data flag. The result of a new patient sample is 38.61 ng/dl (1.34 nmol/l).

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.